Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had blank display. Customer stated that the insulin pump received a replace battery alarm and also insulin pump was not working. Customer stated display did not returned after insulin pump restart. Customer stated they received low battery alert prior to replace battery alarm. Troubleshooting was performed. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device power up properly after battery installation. Device received with operating currents within specification. Device passed self test and displacement test. Power connector plug in and locked in place properly. No blank display anomaly noted during testing. Unable to download proper information in detail trace to produce power graph, problem isolated to electrical board. Unable to determine unexpected battery power loss and low battery alert less than 1 week due to download anomaly.